Event description:
Same case as MFR report# 3005099803-2008-05139, 3005099803-2008-05140, 3005099803-2008-05141, 3005099803-2008-05143. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, five balloon "pops" occurred. The lesion was located in an unspecified biliary duct. The extractor rx 15mm x 18mm retrieval balloon was advanced to the lesion, however, on an unspecified inflation to unspecified atms the balloon "popped". The device was removed intact. Two more of the same device were advanced successively, however, each of these balloons "popped" on unspecified inflation to unspecified atms and were removed intact. The physician then advanced, in succession, two extractor rx 12mm x 15mm retrieval balloons, however, each of the balloons "popped" on unspecified inflation to unspecified atms and were removed intact. The procedure was completed with another manufacturer's basket. No pt injuries or complications were reported. The patient's status is reported as "fine". The device was used past the expiration date.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch number were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause can be attributed to operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited the performance of the device.